Event description:
(B)(4) study. It was reported that post a coronary stenting procedure, the patient experienced angina and target vessel revascularization occurred. In (B)(6) 2013, the subject presented with unstable angina (braunwald classification- unknown) and radiating pain to the shoulders and underwent cardiac catheterization which revealed a lesion located in the mid left anterior descending (lad) artery with 80% stenosis and was 30 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre-dilatation and placement of a 2.25 mm x 32 mm promus element plus drug eluting stent. Following post dilatation, residual stenosis was 0 %. The subject was discharged on aspirin and tricagrelor the following day. In (B)(6) 2013, the patient experienced unstable angina and was hospitalized. ECG revealed sinus bradycardia with possible left atrial enlargement and no significant changes. Subsequently, the subject underwent cardiac catheterization which revealed an area of 90% in-stent restenosis of a previously implanted stent located in the mid lad extending up to the distal lad. It was treated with direct stent placement using a 2.5 x 14 mm medtronic resolute drug eluting stent with 0% residual stenosis. The event was considered resolved and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient also presented with accelerated hypertension. During the index procedure, the target lesion was an 80% in-stent restenosis of a previously placed unknown bare metal stent (bms). The following day the patient was also discharged on beta-blockers- lopressor. Furthermore in july, cardiac enzymes were drawn which revealed as troponin negative. Additionally, the following day a 100% stenosed target lesion located in the mid right coronary artery (rca) was treated with 2.0 x 20 mm balloon angioplasty (non-tvr). The patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
(B)(4).